Manufacturer narrative:
During testing of the device, the main power supply began to smoke. Inspection found the main power supply to be charred. Review of device alarm log history found error code e437 s/w fail present. Service replaced the main power supply. Probable cause is improperly installed power supply.

Event description:
The incident involved a plum 360 pump. During testing of device for occlusion alarms, the main power supply began to smoke. There was no patient involvement or harm.